Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the cartridge cover of the instrument was received disengaged. Microscopic inspection of both single use loading units (sulus) found no knife blade damage. The product analysis noted evidence that the device was not used as intended. This issue can occur if an excessive force is applied to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of an open colostomy procedure, when creating anastomosis, the stapler and the loading unit did not fire. The black pusher thumb piece did not move at all. Another device was used to complete the procedure. There was no patient injury.